Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been received for evaluation, establishing a relationship between the reported event. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed that the dressing had reduced bonding capabilities. With the root cause, identified as a raw material issue. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported, when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported.